Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
Information was received from a consumer and healthcare professional via company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015, it was reported that the pump motor stalled. The event/difficulty occurred on approximately (B)(6) 2015. Additional information was received on (B)(6) 2015 and it was reported that a dye study and roller study were done on (B)(6) 2015. The patient had had increased pain and there had been volume discrepancies at the past 3 refills (actual volume greater than the expected volume); the reporter did not have the specific volumes. The cap (catheter access port) study was negative and they did two roller studies. They followed the current labeling for the roller studies and the rollers did not move. In between the first and second roller study they took an x-ray and the rollers had moved and then when they did the second roller study per procedure the rollers did not move. There were no motor stall alarm logs. They left the pump programmed to the current settings and were going to see the patient in follow-up next week. The drug in the pump at the time of the event, the patient's other medications/pertinent medical history, the event date of the increased pain and volume discrepancies, the cause of the volume discrepancies, the actions/interventions taken to resolve the increased pain and volume discrepancies, if a motor stalled occurred and the cause of the motor stall, and the resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.